Event description:
It was reported that stent migration occurred. The target lesion was located in the aorta. A 10 x 42mm x 75cm wallstent-uni¿ endoprosthesis stent was selected for used, advanced and deployed to treat the target lesion. However, after stent deployment, the stent migrated to the distal side. The procedure was completed by another of the same device overlapped with the migrated stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).